Event description:
The customer reported a system message displayed when using low laser power. The procedure was not completed.

Manufacturer narrative:
The company service representative examined the system. No problems were found. Preventive maintenance was performed. The system was tested and met all product specifications. (B) (4). (B) (4). (B) (4).